Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of 500 mg/dl, diabetic ketoacidosis, and ketone bodies. The patient felt unwell and was brought to the hospital. The patient was treated with insulin administered intravenously. The patient was still in the hospital at the time of the call.